Manufacturer narrative:
Corrected filed: g2 (health professional and distributor should be blank. Added company representative). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the following causes caused the peeling of the tissue pad: in a state where nothing was grasped between the gripping part and the probe tip (including after the tissue was cut), the gripping part was closed and ultrasonic output was performed, so that the tissue pad was worn out and peeled off. However, a definitive root cause for the event could not be determined. The suggested events are detectable and preventable by handling the device in accordance with the following instructions of use (IFU). ·do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase in the temperature due to friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after the tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Full e1 address establishment name: (B)(6) hospital.

Event description:
It was reported the sonic beat tissue pad become worn and peeled off. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed with a similar device. The product was inspected before the procedure and there was no abnormality. There were no reports of patient harm.